Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed, the image was green. In addition, the outer tube was dent, the tip objective lens was damaged, a dent was found on the video connector terminal and on the video connector cover. Ultimately, there was a malfunction of the outer cover. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a videotelescope had a green image. It is unknown when the reported issue occurred. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd chip assembly (r-unit). Olympus will continue to monitor field performance for this device.